Event description:
Reciprocating saw handpiece became warm to touch during use and sprayed oil from around shaft into sterile field/wound. Irrigated with copious amounts gu irrigant. No infection or other adverse effects resulting from incident. Date of occurrence 5/9/96.